Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tracker has some galling inside the handle causing resistance with inserted instruments. Otherwise, with markers attached and fully seated, the tracker displays good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the violet navlock would not allow an instrument to be inserted. There was no patient present when this issue was observed.